Event description:
It was reported that the lead was explanted due to noise and insulation anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external abrasion was found between 33.5 cm and 35.3 cm from the distal tip electrode consistent with clavicular crush. The ptfe liner and the inner coil were visible. This is consistent with the observation from the field of noise.